Event description:
During a postoperative visit, a radiograph image revealed a screw fracture. The patient is experiencing back pain and underwent revision surgery to remove the hardware. This is report 1 of 2.

Manufacturer narrative:
The screw has not returned for evaluation. Radiograph images were provided which confirm the event that the screw fractured at the neck. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.